Event description:
Patient reported an issue with the pump where the battery does not always reach full charge and takes longer to complete charging. There was no adverse impact to the customer¿s blood glucose level. No additional customer outcome or corrective actions were reported as the patient declined further follow-up at this time.